Event description:
Same case as MFR # 6000089-2004-01321. It was reported that during a coronary drug eluting stenting treatment procedure, deflation difficulties were encountered. The lesion being treated was a 70-80% stenosed, de novo, calcified, and tortuous tpa lesion. The lesion was predilated with a smash balloon. The physician was able to inflate the balloon of the taxus express2 8.8% 3.5 x 32 drug eluting stent, but the inflation seemed to be taking longer than normal. The balloon was noticed to be inflating at 10 atms and was fully inflated at 18 atms. The stent was successfully deployed. The physician then had difficulty deflating the balloon after deployment. The physician reported the deflation took an extended period of time. The balloon was inflated for a total of 30 seconds. The pt was asymptomatic during the prolonged inflation. The balloon was easily removed from the pt once the balloon was deflated, but poor balloon rewrap was noted. It was also noted that there was a kink in the shaft which "may have occurred when advancing the stent to the site of the lesion". The physician then attempted to inflate the balloon of a taxus express2 8.8% 3.5 x 28 drug eluting stent at the site of the tpa lesion. Again the inflation time appeared longer than normal. The balloon did finally inflate and the stent was successfully deployed. Upon balloon deflation, this too appeared to be taking longer than normal. The balloon was inflated for a total of 30 seconds, but did finally deflate. The pt again was asymptomatic and then balloon was removed from the pt without incident. Poor balloon rewrap was noted. The procedure was successfully completed and the pt status is listed as satisfactory.

Event description:
It was further reported that the lesion in the tpa, was in the posterior tibial artery.